Event description:
The customer reported that there was a charge button failure in the status log from a month ago that logged a therapy pca failure.

Manufacturer narrative:
The customer reported that there was a charge button failure in the status log from a month ago that logged a therapy pca failure. The unit was evaluated at philips, and the failure was verified. Replacing the therapy pca resolved this reported issue.